Event description:
It was reported that (3) devices were used during a laparoscopic tubal ligation. It was reported by the affiliate that the 578sd seal tore on the three trocars. Another device was used to complete the case. There was no consequence to the pt.